Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead was returned in two segments for analysis. A fracture of the inner coil was noted at 1.3cm from the distal tip consistent with fatigue. This fracture is consistent with the observation from the field of inappropriate shock therapy.

Event description:
It was reported that the patient received inappropriate shocks due to an unspecified lead anomaly. During the extraction procedure, the tip and ring of the riata separated from the lead body and remained in the patient. The new leads were implanted successfully. Towards the end of the implant procedure, the patient began to decompensate due to ventricular perforation, followed by tamponade and death.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.